Manufacturer narrative:
Adverse event problem continued: e1707. The events of lymphedema, seroma, delayed healing and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This record is a legal record, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, lymphedema, seroma, delayed healing and capsular contracture, baker grade unknown.

Event description:
Patient representative reported plaintiff underwent painful removal procedures as well as treatment,therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl. To reduce risk of alcl. And due to symptoms consistent with alcl and fear of alcl including: mental anguish. Increased risk of alcl, evaluation for alcl, evaluation of alcl, explant, reconstruction seromas, physical pain, scarring and disfigurement. Plaintiff experienced severe breast and arm swelling. Asymmetry. Rippling, sudden and piercing breast pain- burning sensations- rashes or itching.thinning skin over left breast, limited range of motion. Exhaustion" confusion. Persistent sham pain. Strain to her marital relationship. Sensitivity and lingering effects from anesthesia. Possibility of lymphedema. Infections from missing lymph nodes. Complications in healing time post-surgery. Mental and emotional distress from facing unforeseen surgical complications in the future- severe scar tissue- lethargy- shingles- and severe capsular contracture. Additionally. Plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety as well as loss of quality of life and depression: and other physical and emotional manifestations that are severe and ongoing. The is for the left side. Plaintiff has not been diagnosed with bia-alcl. Device status unknown.